Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Nineteen events were reported for this quarter. Seventeen devices were received for evaluation. The event was not confirmed during testing for 15 devices; however, the devices were found to be out of specification. Fifteen devices were found to be affected by corrosion. The reported event was not confirmed for 2 devices; the devices were found to be within specifications for the reported event. One device evaluation is in progress. One device is available for evaluation but has not yet been received. One device was not available to stryker for evaluation. There were no remedial actions taken. The devices are not labeled for single-use.

Event description:
This report summarizes 19 malfunction events in which the device overheated. Eleven events had patient involvement; no patient impact. Four events had no patient involvement; no patient impact. Three events had no known patient involvement and no known patient impact. One reported event had patient involvement; patient was burned; however, no further adverse consequences.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two devices were received for evaluation. The event was not confirmed during testing for 2 devices; however, the devices were found to be out of specification. One device was found to be affected by corrosion. One device was found to be affected by damaged components. There were no remedial actions taken. The devices are not labeled for single-use.

Event description:
This report summarizes 19 malfunction events in which the device overheated. Eleven events had patient involvement; no patient impact. Four events had no patient involvement; no patient impact. Three events had no known patient involvement and no known patient impact. One reported event had patient involvement; patient was burned; however, no further adverse consequences.